Event description:
It was reported that, while in use on a patient a 980 ventilator generated a severe occlusion error message. The patient was removed from the ventilator and placed on an alternate ventilator. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.